Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Thread end had fallen off. Cluster of material at the tip was not wrapped properly. Pieces that were not completely trimmed off had fallen directly out-shedding [device breakage]. Case narrative: consumer reported via email that the thread end had fallen off from the very top of the cotton string. No injury was reported.